Event description:
Recurring problem with piggy-backed IV fluid flowing back up into the main IV bag past the check valve despite correct set-up and procedure. There were seven incident reports from one dept in a three day span.